Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6,-7.50 diopter, implantable collamer lens tore during injection/delivery into the right eye (od) on (B)(6) 2021. There was no patient contact. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause of event was unknown.